Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
The customer reported that the touch screen on the front panel of the device was not working. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Based upon the complaint information there was the possibility that the reported phenomenon was attributed to the failure of main circuit board. The exact cause of the failure of board could not be conclusively determined. However, there was the possibility that the failure of board was attributed to the normal wear and tear, because seven years or more have passed since the manufacturing of the device.